Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced mechanical issues with the device as it does not remain rigid and bends after inflating. In addition, it was indicated that the patient presents a thinning in their penis, likely referring to erosion. A surgical procedure will be scheduled to remove the app, reconstruct the corpora cavernosa and implant a new device. There were no additional patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced mechanical issues with the device as it does not remain rigid and bends after inflating. In addition, it was indicated that the patient presents a thinning in their penis, likely referring to erosion. A surgical procedure was scheduled to remove the app, reconstruct the corpora cavernosa and implant a new device. There were no additional patient complications reported. During surgery, the app was removed and replaced with an inflatable penile prosthesis.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced mechanical issues with the device as it does not remain rigid and bends after inflating. In addition, it was indicated that the patient presents a thinning in their penis, likely referring to erosion. A surgical procedure will be scheduled to remove the app, reconstruct the corpora cavernosa and implant a new device. There were no additional patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.